Event description:
Caller reported a cartridge alarm with the pump, which was similar to previous alarms encountered with the same device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was advised to continue using the current pump until a replacement with updated software was received, and they acknowledged the need to follow certain procedures for returning the faulty pump to tandem. Tandem technical support confirmed the shipping details and sent a replacement pump to the customer.